Manufacturer narrative:
The pad-pak was first successfully installed by the user in (B)(6) 2010 and performed to specification up to the (B)(6) 2013. Multiple manual power ons of ten minutes duration were observed in history log between (B)(6) 2013 and the final log entry on the (B)(6) 2015. The pad-pak was removed for approximately 12 months during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.